Manufacturer narrative:
Manufacturer's ref# (B)(4): 05-oct-2022: preliminary findings: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. Investigation is still in progress, a final report will be submitted upon completion. 01-nov-2022: still awaiting investigation of device. A final report will be submitted upon completion. 30-nov-2022: d8, g2 corrected. Trended case investigation conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. The current information still indicates need for reporting. Based on the available information, the malfunction might led to, death or a serious injury if it were to recur. This is a final report. No further follow up expected.

Event description:
On an unknown date ((B)(6) 2022 best estimate) the charger melted where the cord plugs in. It was hot to the touch. No personal injury or property damage sustained.

Event description:
On an unknown date the charger melted where the cold plugs in. It was hot to the touch. No personal injury or property damage sustained.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 05-oct-2022: preliminary findings: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. Investigation is still in progress, a final report will be submitted upon completion. 01-nov-2022: still awaiting investigation of device. A final report will be submitted upon completion.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4): 05-oct-2022: preliminary findings: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. Risk will update to include warning/caution to the users. Investigation is still in progress, a final report will be submitted upon completion.

Event description:
The charger melted where the cold plugs in. It was hot to the touch. No personal injury or property damage sustained.